Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the device is end of service/off/disabled and no longer providing therapy. As a result the patient is shaking as of (B)(6) 2016. Follow up with the healthcare provider (hcp) is to be conducted to schedule replacement surgery. The patient's indication for implant is essential tremor and movement disorders.

Event description:
Additional information received from the friend or family member of the patient reported that the issue had been taken care of and the device was replaced on (B)(6). The device was at end of service (eos) and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.